Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed the unknown message cgm unavailable. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of the unknown message cgm unavailable is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.